Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed with the sensor patch. Data was extracted from the returned sensor using an approved software. Sensor data was analyzed and it was determined that no abnormalities were observed with the sensor's data. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Additional information; h10 has been updated to reflect product investigation for correct serial number all pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report as the serial number was incorrectly documented. D4 (serial number) has been updated to reflect product received.

Event description:
A webform complaint was received in which it was reported a customer received a "no active sensor" message on the adc device and was unable to obtain readings. As a result, customer experienced hypoglycemia and a seizure and received treatment of glucose by third-party. There was no report of death or permanent impairment associated with this event.

Event description:
A webform complaint was received in which it was reported a customer received a "no active sensor" message on the adc device and was unable to obtain readings. As a result, customer experienced hypoglycemia and a seizure and received treatment of glucose by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed with the sensor patch or adhesive. Review of the sensor's data extraction revealed the low glucose values were observed towards the end of the sensor's life. No other abnormalities were observed with the sensor's data. The reported complaint issue was not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.